Manufacturer narrative:
The investigation determined that the true classification of the three patient samples in question is considered to be hbsag reactive based on results from nat and other hepatitis marker assays. The vitros hbsag es assay has been designed to detect mutant strains of the hbsag virus that are not always detectable by the vitros hbsag assay. The three patient samples produced the expected reactive result with vitros hbsag es assay. The root cause for the false negative vitros hbsag results is most likely a mutant strain of the hepatitis virus which could not be detected by the vitros hbsag assay, but was detected by the vitros hbsag es assay.

Event description:
The customer observed false negative vitros hbsag results on three patient samples processed on a vitros eciq system on (B)(6) 2009. The patient samples produced reactive results both when processed using vitros hbsag es reagent in an alternate laboratory at the customer site and using nucleic acid testing (nat). False negative results may lead to inappropriate physician action. The false negative vitros hbsag results were not reported. There was no report of patient harm as a result of this event. Note: this form 3500a is three of three mdrs for this event. Three devices were involved. Three patient samples were assayed using a single vitros hbsag reagent lot. This report corresponds to ortho clinical diagnostics inc. (B)(4).